Event description:
The customer reported to olympus that the video system center had the brightness automatically increasing. The issue occurred during the diagnostic gastroscopy procedure which was completed with a similar olympus device with no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The evaluation found the following: the equipment was working as intended. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.